Event description:
Reference number (B)(4). Event occurred in egypt it was reported that patient faced tape not sticking event on (B)(6) 2026 due to which the patient faced hyperglycemia event. The patient blood glucose was 264 mg/dl at the time of the event and got treated with pump correction. The blood glucose was high for less than one hour. The infusion set was in use for 2 days. No further information available.